Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, discontinued after 9 days) and vancomycin injection (1g, every 96 hourly, intraperitoneal, discontinued after 9 days) and two (2) days after the event onset with amikacin injection (250mg, once daily, intraperitoneal, discontinued after 7 days) for peritonitis. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from peritonitis and cloudy effluent. Pd was stopped. Patient shifted to hd. Hd is ongoing. It was reported the retraining on the proper aseptic technique was completed. No additional information is available.